Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance of 128 ohms. The patient had recently received appropriate shock therapy during which the shock impedance measured 49-51 ohms. The increase to 128 ohms had occurred over the previous six weeks. Technical services discussed the possibility of the cause being physiological. The ICD and right ventricular lead remain in service at this time and no adverse patient effects were reported.